Event description:
It was reported that the device reached the elective replacement indicator (eri). Follow-up received indicated that the left ventricular (lv) lead showed high thresholds, therefore depleting the battery prematurely. The high thresholds were due to physiology and there were no product performance issues alleged against the lead. The lead was capped and replaced with two epicardial leads. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis of the device revealed normal battery depletion.